Manufacturer narrative:
(B)(4).

Event description:
Procedure: exploratory laparotomy and posterior repair. According to the rptr: the pt underwent an exploratory laparotomy and posterior repair for treatment of pelvic organ prolapse and other symptoms. The pt allegedly experienced pain and injury. Pt has undergone corrective surgeries.